Event description:
It was reported that patient underwent knee arthroplasty utilizing an oss hinge knee lock ring in 2009. During the procedure, the lock ring would not fit into the slot on the tibial component and could not be used. Another lock ring was available to complete the procedure with no further incident.

Manufacturer narrative:
Review of manufacturing history records show that lot released with no recorded deviation. This appears to be an isolated incident. This report filed august 28, 2009.